Event description:
It was noted a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed no pre-existing pe. A versacross connect double curve (vcc) kit was selected for use. Intracardiac echocardiography (ice) was used for intraprocedural imaging. After the right femoral vein access, the transseptal puncture (tsp) was completed using vcc through the watchman access sheath (was). The vcc radiofrequency wire was moved more than once to get into position. Heparin was given throughout the procedure for anticoagulation. The was advanced into the left atrium followed by a non-boston scientific pigtail catheter to access the laa. A 27mm watchman flx delivery system and closure device (wds) was advanced, deployed, and implanted. At the conclusion of the procedure before the patient left the room, hypotension was noted. A stat bedside echocardiogram was performed which revealed a pe near the right ventricle. A pericardiocentesis was performed and 250cc of bright red fluid was removed, leaving the pericardiocentesis catheter inserted to monitor. No further interventions were performed. The patient remains hospitalized but is expected to fully recover. In the physician's opinion, it is unknown what caused the pe.

Event description:
It was noted a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed no pre-existing pe. A versacross connect double curve (vcc) kit was selected for use. Intracardiac echocardiography (ice) was used for intraprocedural imaging. After the right femoral vein access, the transseptal puncture (tsp) was completed using vcc through the watchman access sheath (was). The vcc radiofrequency wire was moved more than once to get into position. Heparin was given throughout the procedure for anticoagulation. The was was advanced into the left atrium followed by a non-boston scientific pigtail catheter to access the laa. A 27mm watchman flx delivery system and closure device (wds) was advanced, deployed, and implanted. At the conclusion of the procedure before the patient left the room, hypotension was noted. A stat bedside echocardiogram was performed which revealed a pe near the right ventricle. A pericardiocentesis was performed and 250cc of bright red fluid was removed, leaving the pericardiocentesis catheter inserted to monitor. No further interventions were performed. The patient remains hospitalized but is expected to fully recover. In the physician's opinion, it is unknown what caused the pe. It was further reported heparin was given prior to tsp and the activated clotting time (act) was 380. The physician had to administer medications when the pe was noted, prior to the pericardiocentesis. The patient is recovering well and will be discharged one day post index procedure.

Manufacturer narrative:
B5: incident description updated.